Event description:
Event description: I am sending an update that we had a 2nd incident where the phaseal optima connectors became disconnected. This occurred when the patient was at home. Additional information received on dec 3rd: what did the connector separate from? Is it the injector? Yes. Was there any leakage? Yes. Was there any patient harm? Not reported.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A DHR review cannot be performed as no material and batch/lot number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.